Manufacturer narrative:
No conclusions can be made since the product was not returned to dornier medtech america and limited information was provided by the customer in reference to the complaint event. Device not returned to manufacturer.

Event description:
"Laser fibers are breaking down at the tips causing surgeon to open a 2nd fiber in the same case. There was no patient injury during laser urs procedure. Device will [sic] not sent to oci for investigation."